Event description:
Following isolation of the right veins, there was difficulty positioning the catheter. The catheter was removed and a break in the catheter insulation was noted and blood was leaking through the handle. There was no loss of electrical signal. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, two videos and an image were submitted for evaluation. The image appears to show a tear in the shaft of the catheter. The videos appear to show a blood-like substance leaking from the handle of the catheter. Visual inspection was based solely upon a review of the photograph and videos received. The device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn shaft and leaking catheter remains unknown; however the damage is consistent with over torque during use.

Event description:
Following isolation of the right veins, there was difficulty positioning the catheter. The catheter was removed and a break in the catheter insulation was noted and blood was leaking through the handle. There was no loss of electrical signal.